Event description:
Relative needs to leave the head of the bed elevated to keep pt's lungs clear. Pt is very active and get head stuck between the mattress and the bolster while head is slightly elevated.